Event description:
The patient reported that on (B)(6), his blood glucose results were 366 mg/dl, at 2:13am, 274 mg/dl, at 3:41am, and 356 mg/dl, at 4:36am. He stated that he was having chest pains and was sweaty, confused and nauseated, so his wife took him to the hospital, where his endocrinologist treated him with insulin. He said that did not test for ketones, and that he was using the pdm for bolus corrections (units/times not reported). At 6:02am, his result was 329 mg/dl, at 7:39am, it was 259 mg/dl, and at 8:43am, it was 230 mg/dl. That evening, his results were 159 mg/dl, at 5:30pm, 155 mg/dl, at 5:54pm, and 67 mg/dl, at 9:44pm. At 10:38pm, his result was 98 mg/dl. He provided the following history for (B)(6). He stated that he was hospitalized for 2 days. He did not know the diagnosis, but said it was diabetes related. He said that he was not on any new medications. He declined to provide further information.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."